Event description:
Im rod broken inside the femur of the pt. The im rod was broken when the surgeon had finished the femoral distal cut and removed the rod. He repositioned the pt and opened another wound (5cm) from proximal hip and reamed through the canal to take the rod out, x-ray was used to confirm there were no fragments left. Surgery time was extended by 4 hours, including the x-ray inspection.